Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed at the top of the dialyzer and the machine alarmed. Estimated blood loss was less than 200cc's. Pt required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.